Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's jaw was observed to be frayed during an unspecified therapeutic gastric bypass procedure. There was no report of delay to procedure, patient injury or medical intervention associated with this event.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h3, h4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The insulated tissue pad appeared to be split and was peeling off. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.